Manufacturer narrative:
Citation: oh j., et al. Prognostic impact of left ventricular mass regression after transcatheter aortic valve replacement in patients with left ventricular hypertrophy. Intl j cardiol. 2021 jun 1; 332:60-66. Pmid: 33781852. Doi: 10.1016/j.ijcard.2021.03.053. Epub 2021 mar 26 earliest date of publish used for date of event. [Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of left ventricular mass index (lvmi) regression per echocardiography after transcatheter aortic valve replacement (tavr) for severe aortic stenosis. All data were prospectively collected from a single center¿s clinical registry between march 2010 and february 2018. The study population included 146 patients (predominantly female, mean age 78 years), 53 of which were implanted with medtronic corevalve or evolut r bioprosthetic valves (unique device identifier numbers not provided). Among all patients, 30 deaths occurred, from cardiovascular and other unspecified causes. No further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: tavr-induced left bundle branch block, re-hospitalization for worsening heart failure and severe patient-prosthesis mismatches. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.